Manufacturer narrative:
The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the lamp blew out due to life span.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the examination lamp didn¿t light up. The examination lamp reached the end of lifetime. After the issue occurred, the user replaced the examination lamp themselves. There was no report of patient injury associated with the event.